Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure. It was not possible to open the jaws of the reload once it was installed on the handle. The jaws of the device did not lock onto the tissue. The stapler was not able to fire. The surgeon was notable to press the green button or squeeze the handle. To complete the case, reload was changed. There was no patient injury.